Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: lasso nav catheter: d134301 (disposed of, unknown lot #); soundstar catheter: sndstr10 (sn: (B)(4)); carto 3 sn: (B)(4); stockert sn: (B)(4); coolflow pump sn: (B)(4). (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, right after the transseptal puncture the patient developed low blood pressure. A pericardial effusion was noted on ice. A pericardiocentesis was then performed. The patient was stable when exiting the lab. Additional information was requested, but no response has been received.